Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided by the customer.

Event description:
It was reported that pharmacy requested assistance as to why nurses are to input custom concentrations. The customer stated that a nurse manually entered a custom concentration for midazolam when should have selected the standard concentration. Unfortunately the concentration entered was 2mg/100ml vs. 100mg/100ml, patient ended up receiving the entire bag over 1hr. The customer stated: "this was a programming issue and not the devices or tubing issue."